Event description:
It was reported that during a treatment procedure the occlusion balloon ruptured. The physician had advanced the occlusion balloon catheter into the descending aorta and was attempting to inflate the balloon. Approximately 20 cc of the solution had been delivered when the balloon ruptured. A different occlusion balloon was used to successfully complete the procedure. The patient was reported as 'good' following the procedure; no injury or complications were reported.